Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 419 mg/dl. Customer stated that customer went to change the battery and pump did not turn on blank display had no power and pump error alarm. No information about auto mode was given. The insulin pump will be returned for analysis.